Manufacturer narrative:
D1 - brand name - previous brand name: flow-I, corrected brand name: flow-I c20 d4 - version or model # previous version or model #: flow-I c20, corrected version or model #: 6677200. D4 - unique identifier (UDI) # previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date - previous manufacturing date: 02/15/2018, corrected manufacturing date: 01/24/2018.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test and the o2 flush test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the anesthesia system at the hospital performed by our field service engineer found a faulty pressure transducer board and a faulty o2 flush pneumatic valve. After replacement of the faulty parts and successful testing, the anesthesia system was cleared for clinical use. The replaced parts have been scrapped and have not been available for further investigations. Our evaluation of the received device logs could not confirm any pressure transducer issues or issues with the o2 flush. Based on the lack of parts to investigate and the the inability confirm the pressure transducer board issue and the o2 flush issue in the received device logs, we have not been able to determine the true cause of the reported event.

Event description:
Manufacturer's reference number: (B)(4).